Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that while attempting to acquire a 3d spin, the system threw an error message stating "instance image too far...cannot acquire" and the mobile viewing station (mvs) screen "went white with a big red x running from corner to corner." The local representative (cc) reported the pendant displayed as expected during issue occurrence. The site rebooted system and acquired another 2d image without issue. The site then switched back to 3d mode and was able to acquire a spin without issue. Delay information was unknown. There was no reported impact to the patient. Additional information was received. It was reported that there was a delay to the procedure of less than five minutes. Additional information was received. It was reported that there was a delay to the procedure of 5-10 minutes. This contradicts what was previously reported. Additional information was received that confirmed that the surgical delay was five to ten minutes.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A090501: attempted to acquire 3d spin a1102: "instance image too far¿ cannot acquire" a110201: big white x d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01065, software version #: 4.1.0 g2: this event occurred in canada, see section e. H3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: g2 updated to accurately reflect the report source for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.